Event description:
On (B)(6), 2012 the reporter contacted animas to report that on (B)(6), 2012 the patient obtained the blood glucose readings of "hi mg/dl" (greater than 600 mg/dl), 264 mg/dl and 430 mg/dl, and she experienced the symptoms of dizziness, thirst and fatigue. The patient reported she had consumed large quantities of carbohydrates during the day, and had not tested her blood glucose level or taken any bolus doses of insulin. The patient took a bolus of insulin via the pump, and her subsequent reading was 228 mg/dl. The patient did not seek any medical attention. The patient also reported that on an unspecified date, she obtained a blood glucose reading of "greater than 500 mg/dl" and went to the emergency room. The patient refused to troubleshoot the pump, or provide any further details regarding that event. The patient's technique was incorrect by not taking bolus doses of insulin for the carbohydrates consumed. However, as the patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.